Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed or replicated. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the camera arm control was intermittently unintuitive. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the arm moved in an unintended motion. The issue occurred while the surgeon's head was inside the surgeon console. The surgeon did not remove their hands from the hand controls when the issue occurred. The procedure was able to be completed with all arms.